Manufacturer narrative:
Per tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse reaction to the customers blood glucose level. Reportedly, the customer was reusing insulin and using the trusteel infusion set longer than the recommended 48 hour period, tandem technical support educated the customer that this is considered off label use. The customer resumed insulin thereapy.